Manufacturer narrative:
Product ID, 3888-33 lot# j0333606v, implanted: 2003 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708340 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).

Event description:
It was reported that a patient had experienced stimulation in the wrong location. The patient had their device explanted "about 8 months ago" because "it did not work in the right location". It was stated that the stimulation was a "distraction" and it mainly covered his legs when he needed it higher up. No further information was provided.

Manufacturer narrative:
(B)(4).